Event description:
It was reported that rapid pacing was seen on the monitor after the pocket was closed. When the implantable pulse generator (ipg) was interrogated atrial oversensing was seen, with noise noted on the atrial channel. The pocket was reopened and blood was noted past the set screw in the atrial port. There were nominal values when the lead was tested with the analyzer. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. It was noted that there was foreign material in the connector, there was a damaged grommet, and there was foreign material on the set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.